Event description:
On or around (B)(6) 2010, a miniarc sling system was implanted to treat stress urinary incontinence. During the same surgery consisting of "several procedures," a previously implanted non-ams mesh was removed plaintiff's attorney has alleged that, "as a result of having the products implanted in her," plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury," had undergone additional medical procedures, will likely undergo additional surgical procedures, and has suffered other losses.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.